Event description:
It was reported that a minicap sponge was observed with inadequate iodine. This was found before patient use. There was no patient involvement. No additional information is available. This is report 36 of 51.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 12/14/2014 - 12/18/2014. The device was received and an evaluation was completed to investigate the reported event of inadequate iodine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant additional information become available, a supplemental report will be submitted.